Event description:
During preparation for use for cardiopulmonary bypass, the level sensor issued a "disconnected" warning message that could not be cleared. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.